Event description:
A senior charge nurse reported a pt who underwent cataract surgery by phacoemulsification with intraocular lens (iol) implant experienced at extreme inflammatory reaction, classified as toxic anterior segment syndrome (tass). The inflammatory reaction began at the beginning of the procedure. The pt has a history of cobalt allergy. The surgeon does not want to provide any further details regarding the event and no samples will be returned.

Manufacturer narrative:
The root cause for the inflammatory reaction during cataract surgery, possibly due to a cobalt allergy, cannot be determined from this eval because a sample was not returned and no mfg lot was identified. Additionally, the phaco tip's composition does not include cobalt. No malfunction can be confirmed because the root cause is unk. (B)(4).